Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8216500. Model: sc-8216-50. Serial/batch: (B)(6).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to inadequate stimulation.